Event description:
It was reported to boston scientific corporation that during an ercp procedure (endoscopic retrograde cholangiopancreatography), the hydrajagwire guidewire became tangled together with a stent. According to the complainant, the doctor was able to get the wire and stent out of the patient with no harm. It is unknown if there was something foreign in the scope but it looks like the coating of the wire came off and this is what caused the stent and wire to become tangled (adult female patient; age and weight are unknown). The procedure was completed with a different device (unknown product/manufacturer). The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to the patient. Interference. Removal difficulties. Evaluation of the returned device revealed damage to the teflon guidewire coating, exposing a segment of the inner core wire. Based on the event description along with the physical condition of the returned device, it appears that the reported malfunction is attributable to procedural use (operational context).